Event description:
It was reported that after starting up the cardiosave intra-aortic balloon pump (iabp) unit there was a burnt smell and an alarm sounded that could not be stopped. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: d4, e1, h6 (medical device - problem code - add 4020). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the failure was due to the shorting of a circuit on the front end board. The power management board was determined to be faulty. The fse replaced the front end board and the power management board. All tests were performed to factory standards. The iabp was returned to the customer for clinical use. The following investigation was performed by technician of the maquet national repair center (nrc) wayne, nj. The front end board was observed per the cardiosave service manual with no visual damage. The national repair center installed the front end board into the cardiosave test fixture and tested the front end board to factory specifications per procedure and the cardiosave service manual. No problem was found. Update: the board was sent to the supplier on 21 jul -23. The following investigation was performed by technician of the maquet national repair center (nrc) wayne, nj. The power management board was observed per the cardiosave service manual with no visual damage. The national repair center installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure and the cardiosave service manual. The power management bd. Was found to have caused the system to power up with ac and no power switch engaged. The power management bd. Would not allow the system to turn off via the power switch. Power management board will be sent to the supplier for failure analysis per procedure. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pcb, front end, rohs from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier observed that pins j11, j8, j9, and jp5 required adjusting. The supplier then performed in circuit testing. The supplier could not verify the failure of unit not powering off and alarm could not stop. The board passed testing. The failure analysis and testing dept. Installed pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The fat dept received power management board from the supplier. The supplier evaluation states the following: 1. Perform visual check result: no abnormalities found 2. Board was re-tested at fct result: failed step 4.3.4 +1v reference 3. Perform troubleshooting result: found component q31, q33, q35 was defective q31, q33, q35 defective. The potential root cause for the power management board has been determined to be a design issue. Q31, q33, q35 components may become damaged due to the design of the board.

Event description:
N/a.